Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's ins was replaced and a new ins pocket was created on (B)(6) 2018 because the patient had not been able to get their recharger to communicate with the ins since around (B)(6) 2017. The ins was tilted in the pocket and the position of the ins contributed to the inability to communicate with the ins. It was also noted the patient has arm range limitations, which made the patient less able to reach posteriorly to charge the ins. It was noted the surgeon chose an ins that would improve the patient's ability to get the recharger and programmer to communicate with the ins since they were limited on how far they could position the pocket laterally and anteriorly. No troubleshooting had been performed; only surgical intervention. The issue was resolved after the surgery. No further complications were reported or anticipated. Additional information received from the rep reported that the patient's arm range limitations were not due to the device/therapy. The cause of the ins being tilted in the pocket was partially anatomy/position related. The ins was slightly tilted while the patient was prone but very tilted when the patient was sitting. The surgery was completed with no apparent sequela, and immediately afterwards the rep was able to communicate with the ins using the programmer/recharger without any issues. The rep was to meet with the patient the week following this report to educate them on recharging. No further complications were reported.